Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Inspection of the device revealed that the body was detached at 38cm from distal to proximal, additionally the tip was found bent. The shroud of the occ cable was connected to the bench top testing equipment, and the coefficient values were confirmed to be programmed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure following a review of the reported event details, available information, and product record review. During product analysis it was observed the body detached and the tip bent, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique causing the reported event.

Event description:
Reportable based on the device analysis completed on 17feb2026. It was reported that the device would not equalize. The stenosed target lesion was located in the left anterior descending artery. A comet ii guidewire was selected for use. During the procedure, it was noted that the wire would not equalize. The procedure was completed with another pressure guidewire. There were no patient complications reported post procedure. However, device analysis revealed a detached wire.